Manufacturer narrative:
D10: concomitant product: sigtrsb60amt 60mm med thk reinforced rel (lot#: n3g1782y); sigphandle, sig power sigphandle handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy, in the body cavity, the device initially fired, but then it stopped firing halfway through. To resolve the issue, another reload was used. There was no patient injury.